Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service technician investigated the ventilator on site. It was reported that the ventilator generated a technical alarm indicating a failure in the turbine module. The fault was isolated to the turbine module which was replaced and returned for investigation. After the turbine module was replaced, the ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module could not reproduce the described customer issue regarding the technical alarms for the turbine module. An evaluation of the received device logs could confirm the issue with technical error for the turbine module. After testing the turbine module on ventilation using a test lung, no alarms were generated. Several pre-use checks were performed with approved results. A defective turbine module may lead to a stop of air supply during ventilation. When this error occur, the device will automatically switch to 100% o2 supply. If no o2 is available, the issue will lead to stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure has not been determined by this investigation.

Event description:
Manufacturers ref: #(B)(4).